Event description:
A malfunction alarm was reported, identified as malfunction 12, but there were no notable events leading up to it. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, which successfully resolved the issue. The malfunction did not recur, and the customer was able to continue using the pump with instructions to contact support if the issue reappeared.